Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician and nurses almost finished ercp case, they tried to insert plastic stent to drain biliary duct. But the stent pigtail part bent and punked when the wire guide through out the inner hole of the stent.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. Initial report details: when the physician and nurses almost finished ercp case, they tried to insert plastic stent to drain biliary duct. But the stent pigtail part bent and punked when the wire guide through out the inner hole of the stent.

Manufacturer narrative:
Component code (annex g): g07001 - part/component/sub-assembly term not applicable. 1 x zso-7-10 of lot number c1707852 was unavailable for return to cirl for evaluation. Prior to distribution all zso-7-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-10 of lot number c1707852 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1707852. The instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is evidence to suggest that the user did not follow the label as an incorrect wireguide was used. A definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.